Manufacturer narrative:
A supplemental report is being submitted for corrections and additional event details. Per additional information the prior sup plemental regulatory report stated that the primary controller exhibited electrical fault, that has been corrected to controller fault and the additional information of the secondary controller that exhibited the electrical fault alarms. Hence the b5.desc evt problem, h10 additional device and annex a and g codes have been updated. Additional products: d1: heartware ventricular assist system d4:serial #: (B)(6) h6: img code(s): g02002 h6: FDA device code(s): a0705 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018 / serial or lot#: : (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-sep-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a07 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon the first switch of the primary controller for having controller fault alarm, the patient did not reinsert the driveline correctly into the controller and had electrical faults alarms. The vad coordinator checked the connection and found the issue and pushed the driveline into the controller and the electrical faults resolved.

Event description:
It was reported that the ventricular assist device (vad) exhibited an electrical fault alarm. The alarm first occurred on the patient's primary controller. The controller was successfully exchanged to the back up controller, but the controller exchange did not resolve the electrical fault alarms. The controller also exhibited an unexpected loss of power and the vad also exhibited above normal power consumption. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller, model #: 1420, catalog #: 1420, expiration date: 31-jan-2020, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluation anticipated, but not yet begun, mfg date: 02-jan-2019, labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g04035. FDA device code(s): a07, a0708. Additional information has been requested regarding the event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controllers (B)(6)) were returned for evaluation. The ventricular assist device (vad) (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned device passed visual inspection and functional testing. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. These are additional findings not related to the reported event. The most likely root cause of the observed contamination event can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Functional testing of (B)(6) revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. The internal inspection also revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the nimh battery was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Log file analysis pertaining to (B)(6) revealed normal power consumption and estimated flow within the analyzed period. Analysis of the alarm log file revealed one (1) low flow alarm logged on (B)(6) 2023 at 13:46:43. Analysis of the alarm log file also revealed one (1) controller fault alarm logged on (B)(6) 2023 at 10:33:38, indicating an issue with the internal battery. A vad disconnect alarm was then logged at 10:38:18, indicating a physical disconnection of the driveline from the controller. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis associated with (B)(6) revealed a controller power-up with the associated motor start event logged on (B)(6) 2023 at 11:33:30. Review of the event log file revealed that, prior to the power-up event, the controller last had p ower on (B)(6) 2023. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power-up event occurred during a controller exchange. Analysis of the alarm log file revealed a vad disconnect alarm logged on (B)(6) 2023 at 11:33:34, likely due to the controller being powered on without the driveline connected. An electric al fault alarm was logged at 11:33:59 due to the rear stator not being connected, followed by a vad disconnect alarm, due to a physical disconnection of the driveline from the controller. Another electrical fault alarm was logged at 11:34:07 due to the front stator not being connected. Analysis of the data log file revealed several instances of power consumption above the normal operating range logged on (B)(6) 2023 between 11:49:04 and 15:34:32, likely due an increased power consumption required to run on a single stator. Two (2) additional vad disconnect alarms were logged on (B)(6) 2023 at 15:36:13 due to open phases on both stators, and on (B)(6) 2023 at 14:08:27 due to a physical disconnection of the driveline from the controller. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: serial#: (B)(6) d9: yes, return date: 27-april-2023 h3: yes dev rtn to MFR? Yes d1: controller d4: serial#: (B)(6) d9: yes, return date: 27-april-2023 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted as additional information has being received for this event. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited low flow alarm.